Manufacturer narrative:
Additional information from the user facility stated there was no damage noted to the packaging and no issues removing the device from the packaging.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device was returned in two pieces, the proximal piece measured 74cm and the distal piece measured 108cm. Analysis of the returned device found there to be several kinks on both pieces of the fractured device. Scanning electron microscopy of the fracture surfaces determined the proximal side outer tubing and core wire were both fractured due to torsional overload. The distal side had been cut by a tool. No material anomalies were found. Based on the information provided and the investigation it was concluded that the handling of the device during preparation was the cause of the device fracture.

Event description:
When the device was removed from the packaging it was found to be broken. There was no patient involvement.

Event description:
When the device was removed from the packaging it was found to be broken. There was no patient involvement.